Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Initial reporter name and address: telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger did not grasp and push the iol (intra-ocular lens) at the iol's edge, but on the optical surface. This caused a permanent imprint to be created on the optic. The iol had to be removed and replaced during the same surgery which caused a delay of 10 minutes. No other interventions were required. Material is not available and no further details were provided.